Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The crown of the diamondback peripheral orbital atherectomy device (oad) became stuck in a lesion in the common femoral artery, which caused the device to stop spinning. During removal attempts, the crown separated from the oad shaft. A guide wire was inserted distal to the crown and a balloon was inflated near the crown to facilitate removal of the crown and oad shaft. The case was completed with balloon angioplasty and there were no patient consequences.